Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip revised due to stem trunnion damage identified on x-ray. Stem had to be removed as trunnion was unserviceable. I was called into theatre briefly to ID correct mdm implants surgeon required to complete revision. Tissues immediately surrounding joint were noticeably blackened. I was not able to view pre-op x-rays or stem insitu prior to removal or any implants post removal. No pictures taken.